Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the site and upon arrival found 120vac cable to ppm loose. Secured cable. Replaced thyratron and trigger board. Fss replaced the parts and performed all necessary calibrations and system meets specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a treatment the laser stopped firing and there was a loud sound from the chamber. It sounded like metal on metal. Customer attempted to to a boost but it did not work. Also attempted a refill but system still was unable to set fluence. Patient procedure was not completed the same day and was re-scheduled. No other complications reported.

Manufacturer narrative:
Device manufacture date: the initial reported the manufacturing date for the system was 12/08/2008. However, the manufacturing site has provided the date was in the year of 2006. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.